Event description:
It was reported that there was a problem with the clip that failed to open while loaded and the problem that caused the vessel to fail.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. No clip was in the first position in the channel. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned device. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the ratchet ears are intact. No clip fired. Several more attempts were made but no clips fired. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The sample was received with 0 clips remaining indicating that all 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not opening" was confirmed based upon the sample received. The device was returned with its rotation tab bent and 0 clips remaining in the channel indicating that 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another which could prevent the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800734 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a problem with the clip that failed to open while loaded and the problem that caused the vessel to fail.